Event description:
It was reported that the catheter got stuck on the guidewire . The target lesion was located in the iliac artery. An angiojet solent proxi catheter was used in a thrombectomy procedure. During insertion, it was noted that the catheter was feeding on the amplatz wire and started to get stuck. The catheter was removed from the wire before it entered the patient. Another of the same catheter was used over the same wire and the procedure was completed. No patient complications were reported.